Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter froze on the wire. Vascular access was obtained via right brachial artery. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous left renal artery. A 153cm, 1.5mm x 7.0mm ultra-soft sv balloon catheter was used for dilatation. At an unspecified time during the procedure, an unspecified guide wire became stuck inside the balloon. The balloon was removed "normally". The procedure was completed with a 7×20 mr sterling balloon catheter. No patient complications were reported and the patient's status was good.